Manufacturer narrative:
During a transfer of a resident, the leg cover or the leg itself became obstructed causing the lift to become unstable and partially tip. As a result, the resident slid out of the sling and fell and hit her head. She sustained a large bump to the left side of her head. In our experience with this model, a lift will only become unstable and tip when the lift its improperly pushed from the side or a leg becomes obstructed while pushing properly. Either situation can cause the lift to become unstable and tip. It is not known which was the primary factor in this incident. However, the report from the facility indicated that the leg lift cover was cracked, which could indicate that the leg had become caught or obstructed during the transfer. The device was not returned to the MFR as there was nothing wrong with the device as verified by facility maintenance. The only issue with the lift was a cracked plastic leg cover which indicated that the leg had become obstructed during the transfer causing the leg cover to "snap" as observed by the health care professionals operating the lift.

Event description:
During transfer of resident with a pt lift, the lift partially tipped and the resident slid out of the sling and hit their head on the floor. The resident had a large bump on the left side of their head. It appears that the leg cover on the lift may have caught on something during the transfer and may have contributed to the lift becoming unbalanced.